Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was originally reported to philips for a failed op check issue. It was clarified that the pads/paddles were in failure. There was no report of patient involvement.

Manufacturer narrative:
The issue was originally reported to philips as a failed op check issue. It was clarified that the pads/paddles were in failure.